Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to cracked keypad flex trace. No button error alarm noted during our testing. The insulin pump had cracked case at the display window corner, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 301 mg/dl.